Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter remains implanted. The delivery sys was discarded by the user facility. Therefore, a device eval could not be performed. The investigation is currently underway.

Event description:
It was reported that an arm of an ivc filter failed to completely open upon deployment at the intended treatment site. The filter remains implanted and an attempt to retrieve the filter was not performed. The pt is asymptomatic.